Event description:
It was reported that a revision surgery was performed on a tm revision shell with augment and liner. The augment had moved from its original position. Osteolysis was the reason for the revision.

Manufacturer narrative:
Device not returned for evaluation.